Manufacturer narrative:
(B)(4). Pump received unable to performed the displacement test due to detached end cap. Pump received with cracked battery tube threads and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was fallen apart on battery side. The insulin pump had damage to battery cap. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.